Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose (bg) level of "high", although a specific value was not given. Customer addressed their bg with correction bolus via pump. A replacement pump was sent to the customer to resolve the issue.